Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp pump's flows were less than expected and its positioning was believed to be behind the papillary muscle. As the patient was stabilizing, the staff attempted to reposition the pump. When unsuccessful, the decision was made to remove the device and rewire the left ventricle for better positioning. A steelcore .018 wire was utilized to reimplant the pump, however, upon attempted removal, the wire became stuck in the impella. The patient began to rapidly decompensate, and the decision was made to replace the pump. Despite the new pump implant, the patient arrested multiple times with a temporary rosc achieved after several rounds of CPR. When the patient arrested again shortly after, they could not be stabilized and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The pump was not returned for investigation. The data log shows that the pump was started in auto mode p9 but was unable to achieve flow more than 3 l/min. There was one suction alarm at the end of the case. No positioning issues or motor current spikes were reported during the case run. According to the clinical notes, the doctor believed the pump was positioned behind the papillary muscle, and a failed attempt was made to reposition it. The doctor ultimately removed the pump and rewired it again with a steelcore 0.018 wire. The cause of the low pump flow issue was not determined since product was not returned and data log was not conclusive to derive root cause. The cause of the positioning issue was not determined since sufficient clinical information was not provided.